Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/batch: (B)(6).

Event description:
It was reported that patients spinal cord stimulator lead had a fractured.